Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had symptoms of rigidity, freezing gait, bradykinesia, and pain. The implantable neurostimulator (ins) battery depletion was considered premature and the device was replaced in (B)(6) 2014. The ins was programmed in continuous mode. The healthcare professional (hcp) stated there was a problem with the ins that required replacement. An open circuit and battery loss was detected and the ins died within two months of implant. The patient¿s other ins was doing fine and there was no trauma or injury to explain the problem. At the time of this report the patient had not recovered and the symptoms/issue were ongoing.

Event description:
It was reported that an elective replacement indicator (eri) appeared saturday. The patient¿s implantable neurostimulator (ins) was implanted in (B)(6) 2014 and stimulation was turned on in (B)(6) 2014. The patient stated their healthcare professional told them that there settings were low. Follow up with the patient indicated the ins was replaced due to being ¿defective.¿ no symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient thought it was a wiring problem where it pulled loose and that caused the implantable neurostimulator (ins) to deplete rapidly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).